Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during coronary diagnosis and the procedure was completed as system gets ready by itself with in one minute. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not working. Review of the system log file showed that multiple generator phase faults due to earthing fault. The fse resolve the issue by made new earth. After which the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not working. Philips has started an investigation of this complaint.